Event description:
The customer contacted physio-control to report that their device would no longer power on. New batteries were installed in the device but the issue was not resolved. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control was made aware by the customer that the device was permanently removed from use and has been scrapped. The device has not been evaluated by physio-control. The cause of the reported failure could not be determined.